Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, prior to the fifth firing, although the handle was squeezed, it was so stiff that the clip loading could not be completed. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. No visual abnormalities were observed with the instrument. Functionally the handle could not be cycled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the firing cycle was not completed and the device was intentionally manipulated by pulling the handle in opposite direction causing the device to not cycle. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.